Event description:
The iab leaked. Blood was noted in the tubing and the iab was removed. No second iab was inserted. On 5/28/98, the following was reported to datascope: the pt had the iab inserted in the cath lab but went directly to the or for emergent CABG. The pt was admitted to ccu and a sudden flash of blood was noted several hrs later in the connection tubing. The iab was removed and another was not inserted because the pt was hemodynamically more stable after CABG. There was no pt injury or complication as a result of the event. The pt was discharged home. [Event complications]: none from the event-reported 4/8/98 and 5/28/98. [Pt's current status]: home-rpt'd 5/28/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 6/11/98).